Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the trial the patient developed excoriation and a rash on her skin. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The lead was pulled early; however, the patient had received effective pain relief during the trial and now has been implanted with the permanent device.